Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit had an alarm for a low leak co2 rebreathing risk. Per a good faith effort response, it was confirmed that the device is out of warranty and the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device cannot enter standby mode. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.